Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. Patient experienced the symptoms of pain at the time of the event. No further information available.